Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5x16mm drug eluting stent to the 75% stenosed lesion located in the tortuous and calcified proximal to distal left circumflex (cx) artery, but was unable to cross the lesion . Upon withdrawal, it was noted that the stent strut was lifted up. The procedure was completed using another taxus stent, same size. No patient complications occurred. Patient status post procedure is noted as "fine."

Manufacturer narrative:
The unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined. The combination of tortuous anatomy and handling is the most probable cause of the stent damage.